Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to pump up the device. The physician troubleshooted and it appeared that there was fluid loss in the device. The device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.